Event description:
The green band around the drill is not in the same position causing the guild to add a few millimeters to length to the drill.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. The investigation into the returned instrument found that the drill stop measured approximately 2.5mm more proximal than print requirements/tolerance. This allowed the drill to be inserted through the drill guide and into the patient approximately 2.5mm deeper than intended. Visual inspection did not revealed any evidence indicating the fixed stop had moved or slipped during use. Additional testing found documentation that the force required to drill into human femur bone is 198.4+/-14.2n. Because human femur bone is denser than vertebral pedicle or lateral mass bone, this value indicates a worst case drilling condition. The returned drill tested exceeds the worst case scenario and would most likely not slide/move during use.